Manufacturer narrative:
Investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Two photos of (B)(6) bd insulin syringes from lot# 9266924 were provided. The customer reported that there is a difference in units markings on the 2 syringes. The photos were examined and based on the photos alone, there¿s no sufficient evidence to confirm scale misaligned without the physical sample. No defects regarding this issue were noted. A review of the device history record was completed for batch# 9266924. All inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd microfine¿+ insulin syringes the syringes were clogged. There was no report of patient impact. The following information was provided by the initial reporter: email from patient saying he dosed 0,25 u wrong in one of our syringes because it is wrongly produced which led to a drastic drop in blood glucose levels. Se image (enclosed in email this form is sent by). States the image shows that there is a difference in units markings on the 2 syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes the syringes were clogged. There was no report of patient impact. The following information was provided by the initial reporter: email from patient saying he dosed 0,25 u wrong in one of our syringes because it is wrongly produced which led to a drastic drop in blood glucose levels. Se image (enclosed in email this form is sent by). States the image shows that there is a difference in units markings on the 2 syringes.